Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product and will be fixed in a later version.

Event description:
The customer reported issues with care plan in test environment. The device will not propagate the date changes and/or remove a drug from the care plan. Based on the available information there have been no actual mistreatment.